Event description:
Approximately 8:50 a.m. Patient's ventilator was changed out with bird 8400 sti so that the patient could have pressure support as ordered. Approximately 9 a.m. Ventilator malfunctioned with no alarms sounding off. Resp. Therapist was approx. 10 feet away anad pt. Was immediately bagged with 100% f10(2). No adverse effect tothe patient noted. New ventilator brought into room.when the respiratory therapist recognized the problem with the ventilator it was immediately removed. The hospital then notified the bird company and requested they come and checkcccccccccccccc all of our respirators. They did not find a problem with any of the other ventilators. We then returned the ventilator in question to mediq prn life support services inc. We received a report from the company stating, "the technician found settings on the unit drifting and occasional "vent inop" would occur with and without error code, but the audible alarm always worked. The problem was traced by the technician to poor connection between the display pc board and a ribbon cable. Replacement of the two components restored unit to manufacturers specifications".